Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed through the submitted log file. At the onset of the available event data (8:24:27 on (B)(6) 2024, per timestamp), a no external power alarm was observed to be active. At this time, neither of the power cables were connected to a functional power source. The backup battery activated as intended and supported the system until approximately 9:39:37 on (B)(6) 2024; at this time, a pump off alarm was observed due to the backup battery of the controller approaching full depletion. The backup battery then fully depleted sometime after 9:39:42 on (B)(6) 2024. The next recorded event captured the controller powering on in charge mode, which is consistent with the provided information that the decision was made to keep the pump off and transfer the patient to hospice care. The heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for evaluation. Although the onset of the no external power alarm had been overwritten by newer information in the event log file, the root cause of the reported event appears to be full depletion of the batteries. In the hourly periodic data points preceding the observed pump stop on (B)(6) 2024, the controller appeared to be connected to depleting 14v batteries. At 5:18:37 and 6:18:37, low power advisory alarms were observed to be active. A low power hazard alarm was then noted at 7:18:37. The no external power alarm then activated sometime between 7:18:37 and 8:18:37. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient arrived at the emergency department with their left ventricular assist device (lvad) pump off. It was reported that the reason the pump was off was unknown. The patient exhibited symptoms of weakness and lethargy as a result of the pump off event. The log files were submitted for review to determine the details leading up to the pump off event. Following review of the log files by tech services, it appeared there was a power cable disconnect alarm and no external power alarms throughout the event history. It appeared the system controller and pump both lost power at 9:39 am on (B)(6) 2024, it was unclear how long the pump was off for following the event. It also appeared that the patient did not connect to the power module or mobile power unit during the log file history, which suggested the patient slept on battery power. It was noted on (B)(6) 2024 the decision was made to keep the patient's pump off and to move them to hospice care.